Manufacturer narrative:
Complaint (B)(4) was issued for the pump being returned due to "volume discrepancies". An investigation showed that the pump primed and flowed within specification. Pump is returned for volume discrepancies and the associated returned product investigations result in no product issues being identified. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, internal complaint number (B)(4).

Event description:
Prometra ii pump was reported with volume discrepancy - underinfusion. On (B)(6) 2019 during the patient's first /second refill the underinfusion volume discrepancy was observed. The patient has had no recent MRI exposure. On (B)(6) 2019 - it was reported that the pump was explanted, when the pump was explanted, the catheter immediately had good csf flow. Representative programmed a prime pump and catheter immediately on the back table and did not observe any flow from the pump. At the time of explantation, catheter is cut six inches from the connector site. When the new pump is attached, the flow is unimpeded, indicating that the issue is not with the catheter. During the follow up on 01/21/2020, inquired about suturing technique about the pump and the catheter. The physician sutures down both the pump and the catheter. It was advised that the physician, "does suture down. Takes a bite of tissue, winds the catheter up behind the catheter, and then drive needle through silicone. None of that suturing involved with catheter." Great care is taken not to cause any damage to the catheter during this process. Additionally, during each pump implant, "as soon as pump is anchored in patient, before sutures, the physician aspirates that during anchoring process, draws back full 2 cc catheter and csf fluid." This confirms functionality of both the pump and the catheter.